Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that their pump had emitted multiple call service 054 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/15/2015 with the following findings: the pump powered on with the returned battery cap. There were call service 052 and 054 errors observed in the black box from 10/28/2014 to 10/30/2014. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. There was no evidence of moisture or loose components inside the pump.